Event description:
A customer contacted beckman coulter inc., (bci) regarding an erroneously low hemoglobin (hgb) result generated by the coulter act diff 2 instrument. A pt sample was tested for cbc and hgb result of 5.2g/dl was reported out of the lab. The pt was sent to a reference hospital, redrawn and a higher result was obtained; 11.2g/dl (method unknown). Upon further review of the data it was noted that plt result obtained from the act diff 2 instrument was flagged low and did not match the hospital's result either. Plt result from the act diff 2 instrument was 76x10 to the third power cells/ul vs. The hospital's result of 258x10 to the third power cells/ul. The reference hospital results are considered correct. Based on info provided, there was no death or injury related to this event.

Manufacturer narrative:
Qc run before and after the event was within specifications. The specimen was an edta venous draw. A service was recommended; however, the customer declined to have service check their instrument. No additional info regarding this event is available. A clear root cause of this event is unknown. A malfunction will be assumed for the purpose of this report.